Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that there is a short circuit in the motor and that the resistance values of the keypad were out of range. The motor and the hand control set were replaced and the device was repaired, tested and found to be fully functional. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the short circuit on the motor. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/24/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate (B)(6) that the micro tornado hp w hand control was defective. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. There were no surgical delay or patient consequences reported. No additional information was provided.